Event description:
It was reported that the ventilator had pressure transducer problems during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). The investigation of the returned expiratory channel printed circuit board (ecpcb) has been completed. This board contains holders and electrical connectors for the expiratory and inspiratory pressure transducer printed circuit boards. The returned ecpcb was visually inspected, no defects were found. It passed multiple pre-use checks and ventilator was performed for 2 days without any issues. It was thermally stressed, without failing. An evaluation of the device logs showed records of a technical error code. The technical error code indicates a communication problem with the pressure transducer(s). The cause of this could not be determined. The error code occurred on (B)(6) 2017, date of event is updated accordingly. If there are communication problems with the pressure transducer it can lead to stop of ventilation, high airway pressure or low oxygen delivery. This will be detected during pre-use check and ventilation by generated alarms.

Event description:
(B)(4).